Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose of 422 mg/dl. The current blood glucose was 449 mg/dl and latest blood glucose was 329 mg/dl. Customer saw leaks in the reservoir and the fluid was seen under reservoir compartment. Customer reported that her cannula was bent and it caused high blood glucose. Customer treated for high blood glucose with manual injections. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the quick release set. Customer advised to check blood glucose every 15 minutes to make sure it is going down. Customer advised to go to the hospital if blood glucose is not going down and if she feels sick. The reservoir will be returned for analysis.